Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "noticed that the trigger keeps falling out. No patient consequences."